Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stroke/transient ischemic attack).

Event description:
One endeavor sprint drug eluting stent was implanted in the rca during index procedure. Approximately 1 month later during a staged procedure, one endeavor sprint drug eluting stent was implanted in the lad. Approximately 27.5 months post index procedure the patient suffered a stroke. The patient was hospitalized. Investigator assessed that the event was not related to the study device. The outcome of the event is reported as disability.